Event description:
Pt was being coded due to a cardiopulmonary arrest. At the beginning of the code a backboard was placed behind the pt and onestep defib pads applied to the front and back. CPR had been initiated. Pt's cardiac rhythm changed to a ventricular fibrillation and the monitor analyzed that a shock was required, the defibrillator was charged to 150 j and the shock was delivered. Immediately a burning smell was noted and the pads were checked, it was noted that the conductive barrier on the front pad had rolled up and was no longer over conductive silver surface of the pad. Also, a 2nd degree or partial thickness burn was noted to the chest wall. The pads were removed and a new set applied. No further problems were noted with the 2nd set of pads and with the pt having been defibrillated another additional 5 times. However, on removal of the pads, the conductive barrier was bubbled and was starting to pull away from the pad.